Event description:
Customer reportedly received results of 17 mg/dl and 15 mg/dl within 10 minutes on the advantage system. Customer self treated with sugar water, and obtained a blood glucose result of 162 mg/dl within 10 minutes of the result of 15 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.